Manufacturer narrative:
Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2007; 4076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense portion of the right ventricular (rv) lead was capped due to a failure. A new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.